Manufacturer narrative:
Philips service replaced the system interface board (sib) and restored the device to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that intermittent startup failure resolved by replacing sib board on a allura cv20. The clinical use of the system was in use. There was no reported patient or user harm.